Event description:
It was reported that bd facslyric¿ was carrying over patient samples. The following information was provided by the initial reporter: "a carryover is observed between samples".

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164, serial # (B)(6) . Problem statement: customer reported a complaint regarding the instrument exhibiting high carry over. Manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 2 complaints related to the issue of high carry over; date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part #651164 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to insufficient cleaning between sample tests. The sit flush operation ensures that the sit is cleaned between samples and reduces the chance of residual sample remaining and contaminating the following sample test. The customer had initially reported the carryover between sample tests and a tsr (technical service representative) assisted them during a remote consultation. The tsr suspected that the instrument was not running enough sit flushes between sample tests, and recommended that they perform 2 sit flushes between samples rather than 1. They then helped the customer change the option in the settings of facsuite. No parts were requested for return as no parts were replaced. After changing the settings to multiple sit flushes, the instrument was performing as expected with no further leakages. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and were immediately noticed and retested. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: 651164 - facslyric 2l4c instrument - carryover between samples. Description: carryover between samples is observed. Work performed: I suspect it doesn't do the sit flush between one sample and the next. I ask the client to do a sit flush, she sees liquid come out. I advise the client to do 2 sit flushes instead of 1 after each sample. I explain how to change the option in suite. Problem solved cause: is the flush insufficient? Solution: the equipment is operational and working under bd specifications. Internal notes: (B)(6) on (B)(6) 2022, 11:21:55z: further action, application¿specialist response needed. The client says that the images have improved and it has not happened again. We monitor. (B)(6) on (B)(6) 2021, 10:53:49z: further action, application¿specialist response needed. I call the client but she does not answer the landline or the mobile. Email sent. (B)(6) on (B)(6) 2021,09:58:02z: further action, application¿specialist response needed. Advised the client to do 2 sit flushes instead of 1 after each sample. I explain how to change the option in suite. (B)(6) from (B)(6) contacts the client to give her other advice. (B)(6) on (B)(6) 2021, 12:56:28z: further action, application¿specialist response needed. I suspect it doesn't do the sit flush between one sample and the next. I ask the client to do a sit flush, she sees liquid come out. Contact the applications to know how to change the number of sit flush. Also notify the technician. For quality: the samples are patient samples but there were not erroneous results. The customer repeated the analysis. No delay on patient treatment and no injury for them. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Azure ID: (B)(4); ID: libivd-ra-100 3.1.7; reg status: ivd; ruo; hazard: incorrect output for samples up to1.5ml orless. Cause: sample carryover error -fluidic. Harmful effects: events appear in wrong tube (false positive result). Risk control: proper sit flushing between samples. Droplet containment to manage back dripping into samples. Req link (azure ID): (B)(4) libivd-fld-292 sample pause/resume, 93170 libivd-did-342 standard carryover. Implementation verification: libivd-15-09p, lsvn-1008-dp sit backflow control. Effectiveness verification: libivd-15-09f, lsvn-1008-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient: yes or no? Root cause: based on the investigation results the root cause of the carryover between sample tests was due to insufficient cleaning between sample tests. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to insufficient cleaning between sample tests. The tsr suggested that the customer perform 2 sit flushes instead of 1 and helped them change this setting in facsuite. After the adjustment, the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ was carrying over patient samples. The following information was provided by the initial reporter: "a carryover is observed between samples".